Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, pressing down near the sensor¿s head caused the sensor to not alert when exposed to air. No resetting of an 8k system occurred when the yellow level sensor was connected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. During corrective maintenance, the fsr found a faulty alert level sensor (in the alarm connection on the back of the safety monitor) that would shut the pumps down that were connected to the arterial (art)/cardioplegia (cpg) stop cables when the level sensor was turned on, which is what was happening and why they reported the problem. The fsr installed an alert level sensor from the user facility's perfusion pump room. The level sensor tests were completed successfully. Corrective maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported by the perfusionist (ccp) to the field service representative (fsr) that the perfusion system had reset itself twice in one hour. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.